Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. Insulin continued to drip after the motor stopped during the manual prime process. The customer did not receive a second series of beeps nor did numbers appear on the screen. The drive support cap popped off. Customer's blood glucose level was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. We were unable to prime due to detached end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.